Event description:
It was reported that during a bladder procedure, the device did not open. Then, at the time the trigger was moved to open, the elementary part of the jaw was broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.